Event description:
A hospital pharmacist reported to fresenius that thermal decomposition was identified on the heater of the multifiltratepro machine during a patient's continuous veno-venous hemodialysis (cvvhd) treatment. An alarm was received approximately one hour after treatment initiation indicating that the heater was overheating. The facility staff attempted to troubleshoot the reported issue however the heater continued to expand significantly. It was reported that the "balloon was not put back into the machine after it had been manipulated" when the machine was restarted. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The machine was changed in order to continue treatment. It was not reported that the machine, machines files, or parts were available to be reviewed by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital pharmacist reported to fresenius that thermal decomposition was identified on the heater of the multifiltratepro machine during a patient's continuous veno-venous hemodialysis (cvvhd) treatment. An alarm was received approximately one hour after treatment initiation indicating that the heater was overheating. The facility staff attempted to troubleshoot the reported issue however the heater continued to expand significantly. It was reported that the "balloon was not put back into the machine after it had been manipulated" when the machine was restarted. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The machine was changed in order to continue treatment. It was not reported that the machine, machines files, or parts were available to be reviewed by the manufacturer.

Manufacturer narrative:
Plant investigation: no sample was available to be returned to the manufacturer for physical evaluation and no machine files were provided for review. The serial number for the machine was not provided which also prevented a review of the device history record (DHR). The instructions for use (IFU) states that "for mitigation of overheating there are two alarm threshold values. As soon as an inflow temperature of 42 °c is exceeded, this starts an override condition during which the alarm is not yet sounded. After 120 ml at this temperature, or if an inflow temperature of 46 °c is reached, the alarm is sounded and the fluid inflow is stopped. This must be confirmed by the operator. An automatic restart is not performed until the temperature has dropped below the temperature alarm threshold." It is recommended that all personnel are familiar with the machine and receive training on a regular basis.